Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:31:12. During night drain cycle three, the patient's ultrafiltration reading was 1611ml, indicating the home patient (hp) drained 1611ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code ¿ 3372. The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation ((B)(4)). This evaluation included functional and electrical testing of the device. The cause was unexpected high ultrafiltration (uf) for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.